Manufacturer narrative:
The most probable root cause for component fracture is repeated overload and trauma .

Event description:
Abutment and abutment screw replacement surgery due to fractured components due to trauma (repeated falling). Black secretion reported as clinical sign. Component replacement took place on (B)(6) 2023.